Event description:
It was reported that the device activated for a few minutes and then the hand activation buttons were not providing output when the request was made. The customer used an ace36p to complete the case with no patient consequence.